Event description:
Patient reported "rupture". Later healthcare professional confirmed "rupture". Later healthcare professional reported "significant collapse of breast implant shell noting wavy lines ("linguine sign")", "intracapsular rupture" and "extracapsular rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.